Event description:
Dexcom stelo applicator was missing the whole sensor. I have requested for a replacement from dexcom, but denied the request. I am type 2 diabetic and need to monitor blood glucose.